Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report #s 1627487-2011-00614, 1627487-2011-00615 and 1627487-2011-00617. The pt was implanted with an scs sys including an ipg, two percutaneous leads (from different lots) and two lead anchors on (B)(6) 2011. It was reported that the pt's scs sys was explanted due to a (B)(6) at the ipg pocket. The (B)(6) is being treated via (B)(6). The pt will reportedly receive a replacement scs sys on a future date. No further info is available.